Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced extra cardiac, phrenic nerve stimulation. The left ventricular lead was capped (B)(6) 2021 and replaced. The patient was in good condition before, during and after the procedure.